Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up process. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. Physio determined that the cause of the reported issue was a faulty printed circuit board (system pcb assembly). The replacement part is unavailable and the device cannot be repaired.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up process. There was no patient use reported with the event.